Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the cpu board. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 12.37 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested on an alternate analyzer and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and insturment data indicate that the cause for the falsely elevated troponin I result was the cpu board.